Event description:
New information received states that noise was observed again. Plans were made to make further programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the right ventricular lead was observed via a merlin.net transmission. The device was reprogrammed. Patient monitoring will continue.